Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate was misidentified as salmonella enterica ssp. Arizonae. The user verified the final result using colony morphology. Repeat testing was also performed the user noted the identification was inaccurate each time. No health impact or consequence reported.